Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of neuropathy in a male patient who received corega (super poligrip) for dentures. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started corega (dental). At an unknown time after starting corega, the patient experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. The reporter stated "my husband has been suffering with neuropathy for the last 10 years ever since he had dentures." Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).